Event description:
It was reported that during a laparoscopic nephrectomy, the surgeon fired across the hilum with a white reload and when the surgeon observed the staple line, the first firing had produced malformed staples. This area was located on the distal third of the right side of the staple line. The form is unknown; they then used a clip applier and sutured to control the bleeding. There was no measurable amount of blood loss to the patient. The surgeon used the device again and the same issue happened with a white reload on the second firing. They sutured and used a clip applier and did not use another stapler. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.